Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire was reported on (B)(4) 2019. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated when they removed the sensor, they felt something under her skin. They stated that about ½ inch of wire extended from the sensor when she removed it. They went to urgent care and was evaluated by a physician who stated that there was no sensor in the insertion site. At the time of contact, the patient was doing fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.